Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: a representative of guangzhou hengxin trad. Co. Informed cook on 30may2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-022115-udh) from lot # 15076383. As reported, during a retrograde intrarenal surgery/stone removal, the basket was unable to open and close properly. The basket was tested prior to use. The device was able to successfully be used ten times prior to the issue. The stone removal procedure was completed with another same like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found a related non-conformances reported for lot 15076383 related to the complaint issue of inadequate glue. A complaint history database search showed 13 other related complaints associated with the failure mode for the complaint device for lot 15076383. The large number of complaints indicate an issue occurred with the manufacturing of the lot. Containment and field action activities were performed for the device lot. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors'] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device(s) were also conducted. One 'ncircle tipless stone extractor' was returned for investigation. The handle could not actuate the basket assembly, the pett tubing was missing, and the cannulated handle was not held in place by the collett knob. The handle was disassembled and it was noted that the basket sheath was loose from the support sheath; there was evidence of glue but appeared to be an inadequate amount. The device was likely disassembled by the user after the separation of the basket and support sheath stopped the basket from functioning. Based on the investigation of the returned devices and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue of not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots on which the operator performed work showed this was the only lot where that operator had performed the gluing operation. Containment and field action activities were performed for the device lot. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code:(B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery/stone removal, the basket of the ncircle tipless stone extractor was unable to open and close properly. The basket was tested prior to use. The device was able to successfully be used ten times prior to the issue. The stone removal procedure was completed with another same like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence